Event description:
Event description cpi received information that this sweet tip bipolar lead (4269-272153) was removed from service because four days after it was implanted it had dislodged. Another (4269) lead was implanted.